Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer stated that the screen was frozen for a moment and the button error has occurred a few times. Customer's blood glucose was 300 mg/dl at the time of the incident. Customer stated that she was walking when she received the alarm. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. No button error alarm. No frozen screen noted. The insulin pump was received with minor scratches on display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.